Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. The customer stated that the complaint device was an older device. One possible root cause for the reported problem could be fair wear and tear due to age and use. However, without the complaint device to evaluate, we cannot determine a definitive root cause. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during the sterile processing the tip of their gryphon 2.4mm drill bit broke off. There was no procedure involved therefore no patient involvement or delay to any case. The sales rep could not provide any further information as they were not present. The sales rep could not provide a lot number for the device as it was discarded by the customer but stated that the device is approximately four years old and has seen heavy use in the field.